Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 500 (mg/dl) and diabetic ketoacidosis. Reportedly, the contact believes there was possibly and kink in the infusion set cannula; however, they were not certain. A bolus was delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with intravenous saline, insulin and glucose then released the following day.